Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had release latch was loose also screws not tightened. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had release latch was loose also screws not tightened. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, annex a: a2305 annex g: g07001 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a0401 annex g: g0405206.

Event description:
It was reported that the device had release latch was loose also screws not tightened. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c23 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose module release latch screws was confirmed. On 12-aug-2024, pcu was received unboxed and with paperwork. External investigation confirmed the stated failure. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to tighten module release latch screw. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had release latch was loose also screws not tightened. There was no patient involvement.